Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 25115f, reader sn (B)(4)). A repeat cue covid-19 test performed on (B)(6) 2022 on an alternate cue reader provided a negative result. Customer tested negative with an ihealth covid-19 rapid antigen test and access bio carestart covid-19 antigen home test on (B)(6) 2022. Customer was experiencing symptoms. Cartridges were stored according to the instructions for use. See (B)(4) for alternate false positive result.